Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: "critical clip opening while locked: a rare phenomenon after transcatheter edge-to-edge mitral valve repair."

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat dyspnea, severe mitral regurgitation (mr) with posterior mitral leaflet prolapse at the p2 segment. A mitraclip xtw was inserted and deployed on the mitral valve, reducing the mr to mild. However, approximately 10 minutes after deployment, transesophageal echocardiography (tee) revealed that mr increased, and that the clip had opened approximately to 39 degrees and had a dancing like motion. No intervention was performed, and the patient¿s symptoms improved. The patient was discharged ten days post procedure. Details are listed in the attached article titled, ¿critical clip opening while locked: a rare phenomenon after transcatheter edge-to-edge mitral valve repair.¿

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported recurrent mr appears to be related to the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed. Literature attachment: article title ¿critical clip opening while locked: a rare phenomenon after transcatheter edge-to-edge mitral valve repair.¿

Event description:
N/a